Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was prospectively enrolled with a 1 cm barrett's negative dysplasia. After a primary focal ablation the pt experienced dysphagia, chest discomfort and ulceration was observed. Pt was dilated. Pt's condition improved no problems. Per the physician, the severity of this event was mild, and relationship of the event to the device procedure is possible, and a device malfunction was not indicated.